Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation and confirmed the customer reported complaint of "jaw has been misaligned". The instrument was found to have a severely bent grip at the midpoint. As a result, the grips would no longer properly meet together when fully closed. This type of failure is commonly associated with mishandling/misuse, such as excess force applied to the instrument jaws. Additionally, the instrument was found to have thermal damage of the bipolar yaw pulley at the grip base. Melted char marks were present at the distal end.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the instrument jaws were found to be misaligned. A backup instrument was used and the procedure was completed with no reported injury.